Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that the bolus did not deliver the proper amount of insulin. The blood glucose reading is 181 mg/dl. Customer experienced vomiting. The paramedics were called and customer was transported to hospital. The blood glucose at the time of the event was over 500 mg/dl. Customer stated her ketones very high and she was bolusing every three hours. She was drinking lot of water and taking more insulin. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.